Event description:
Boston scientific crm received information that this implantable cardioverter defibriilator (ICD) was explanted due to battery status at elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.

Manufacturer narrative:
This device was successfully replaced, but will not be returned for laboratory analysis. At this time, there is no additional information. If additional information becomes available, this report will be updated.